Event description:
The companion 2 driver was not supporting a pt. The customer reported that the companion 2 driver exhibited a "system malfunction" alarm. This alleged failure mode poses a low risk to a pt because the issue was observed when the driver was not supporting a pt. In addition, it would not prevent the driver from performing its life-sustaining functions.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.